Manufacturer narrative:
Results: the pet lock at the proximal end of the assembly is intact. At the distal detachment tip (ddt), the pull wire is in place in the capture feature. The ddt is well formed and shows no cracks or damage. The proximal constraint of the coil is not between the fulcrum and the pull wire as it should be on an un-deployed coil. The polymer end of the pusher assembly was stretched to release the pull wire. Once released from the capture feature, the pull wire protrudes from the ddt by 4 mm. This indicates that there was sufficient pre-compression on the pull wire. The ddt and 3 cm of the polymer end of the pusher were removed and measured on a see mic optical measurement system. The inner diameter of the tip was 0.01505¿. This measurement is within specification. Conclusion code: the premature detachment noted in the complaint is confirmed. Based on a review of the returned parts, it appears that either the tensile force applied to the detachment system exceeded the tensile strength specification for the system or the coil proximal constraint ball was below specification. Since the coil remained in the pt, it was not possible to evaluate the proximal constraint. Review of the test data for this coil lot shows that in a case where the tensile stress specifications are exceeded, the detachment tip holding force would be the weakest link in the coil/detach/pusher system. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While advancing a penumbra coil 400, the physicians tried to readjust the position of the coil by pulling it back. They noticed that while the pusher was coming in the catheter, the coil was not following it. The coil had detached before the physician had detached it with the detachment handle. The physicians advanced the final few centimeters of coil by pushing it out with the pusher wire. There was no pt injury. The case was completed with additional penumbra coils that detached successfully.